Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two struts on rows 9 & 10 on the proximal side lifted from the stent profile. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-01024. Reportable based on analysis completed on 09feb2016. It was reported that crossing difficulties were encountered. The target lesion was located in the heavily tight calcified proximal left circumflex artery to first obtuse marginal. A 3.0x33mm non-bsc stent , 3.00x20mm and 3.00x38mm promus element¿ plus drug-eluting stents were used to treat the lesion. However, the stents were unable to cross the lesion. The devices were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis stent damage.